Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 425cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient experienced symptoms including arthritis, cystic acne, fatigue, brain fog, vision issues, gastrointestinal issues, and the development of infertility. As a result, the patient underwent removal without replacement on (B)(6) 2022. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Refer to manufacturing report number 1645337-2022-05610 for the contralateral event.